Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that this pt's lead was exhibiting loss of capture noted on the electrocardiogram. It was determined that the lead was dislodged. There were no pt symptoms reported. The pt's wife admitted the pt had increased activity with his left arm despite his physician's recommendations to limit use of his left arm. The lead was successfully repositioned, and no further issues have been reported to boston scientific crm to this date.